Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and four months post filter deployment, incidental image of the chest revealed multiple filling defects within the right lower lobe segmental branches consistent with pulmonary emboli. Subsequent computed tomography (CT) revealed there was an occlusive thrombus beginning just cephalad to the filter at the level of the renal veins which extended inferiorly through the inferior vena cava and throughout bilateral common iliac, external iliac, and common femoral veins. Thrombus appeared to extend throughout the right femoral vein to the level of the knee. However, no device deficiencies were identified in the provided medical record. Therefore, the investigation is inconclusive for the as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment and thrombus above the filter. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: d1, d4: (product catalog no), h6 (results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis / pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. Approximately 5 years 4 months later follow-up CT scan demonstrated occlusive thrombus beginning just cephalad to the filter at the level of the renal veins and pe within the right lower lobe segmental branches, despite the filter . Further approximately 5 years 5 months later follow-up CT scan showed that the extensive clot was actually extending above the filter. The patient experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged pe post implant and thrombus above the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. No alleged deficiency with the filter was reported. The device has not been removed and there were no reported attempts made to retrieve the filter. Approximately 5 years 4 months later follow-up CT scan demonstrated occlusive thrombus beginning just cephalad to the filter at the level of the renal veins and pe within the right lower lobe segmental branches, despite the filter . Further approximately 5 years 5 months later follow-up CT scan showed that the extensive clot was actually extending above the filter. The patient experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.